Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was to report that patient was diagnosed with a uti on (B)(6) and was hospitalized for 6 days and then went to a care unit for 3 weeks. Caller said that patient had a urinalysis and confirmed that the uti is cleared before was discharged. Caller also said that the time in between voiding is less and less and the urgency is higher and is concerned that hasn't noticed any improvement in symptom control since uti has been cleared. When asked, caller said that they made two adjustments on (B)(6) and hasn't noticed any improvement yet. The caller said that they consulted with patient's healthcare provider and was redirected to contact the local medtronic representative for reprogramming and device check. Email was sent to field staff.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.